Event description:
The customer had a trial period with pump and the customer died at the end of may. It was stated in the past, the customer had problems with using the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete.